Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a chipped charged coupled device glass and a slightly deformed nozzle. A root cause could not be identified. Additionally, the type of foreign material could not be identified. Since it is unknown if the user conducted reprocessing in accordance with the instructions for use from the provided information, we could not specify the cause of the foreign material remained in the device. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in tjf-260 operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in tjf-260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodeno videoscope had bloodstains inside the distal end light guide fibers glass. There were no reports of patient involvement.